Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was contamination on the battery board pca. Device evaluation of battery sn (B)(4) been completed at the distributor. The reported problem (battery corrosion) has been confirmed. As received, the battery had corrosion in the connector and the second pin was bent out of alignment. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged battery or charger. Manufacture dates: charger sn (B)(4): 7/1/2014. Battery sn (B)(4): 4/12/2018.

Event description:
A us distributor reported that a patient's battery and charger had corrosion on them and the battery would not charge.